Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a visi-pro was used to treat the common iliac. Approximately 14 months post procedure patient suffered occlusion of the common iliac artery (including the stent) on the left side. During an operation of the right leg an occlusion of the common iliac artery (including the stent) on the left side was seen. Pta of the common iliac artery was was carried out along with re-stenting of the iliac artery. The patient is recovered. The investigator and sponsor assessed the event as related to the index device and not related to the index procedure.